Event description:
Customer reported a pediatric ICU pt during dialysis was receiving a calcium infusion via a pump module initially programmed at 32 ml/hr. After pt had x-ray on the bed at 3 pm, rn noticed pump rate had increased to 52 ml/hr. Another rn in room also observed pump rate. Pump rate was changed back to 32 ml/hr. Nurse found new pump module and replaced pump module with new device. Old device remained in room and was used for a citrate infusion later in the day for a short period of time until pumps and pc unit switched out. Infusion set up was one pc unit with two pump modules attached. Serial numbers provided, however customer unsure which infusion was running through which pump module. Pt required observation/monitoring, md was informed and labs were redrawn.

Manufacturer narrative:
(B)(4). A follow up report will be submitted with failure investigation results should the devices by returned for eval.